Event description:
During use of arthrex 3mm 90 degree ablator, -during shoulder surgery- the round white piece on end of ablator came off in shoulder. Unable to get pieces out and left in shoulder. Pt may have to return to surgery to remove foreign bodies by opening the shoulder.